Manufacturer narrative:
(B)(4).

Event description:
It was reported during implantation, the patient experienced dizziness and sweating symptoms diagnosed as vasovagal response. The events were due to dehydration and drop in blood pressure. The physician felt the adverse events were not device related. No diagnostics were performed. The patient was hospitalized for one day and discharged the next day.